Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The caller was able to reload the same cartridge and resume insulin therapy.